Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 to replace the extension arm component of the curvilinear distractor because the original extension arm had become disengaged and mandible distraction could not be continued. The curvilinear distractor implant was undamaged and the other implants intact; only the extension arm required replacement. The patient originally underwent a mandible osteotomy and distraction procedure on (B)(6) 2016, during which time, the distractor and associated hardware were implanted. The (B)(6) 2016 revision surgery was successfully completed without delay or generation of fragments. The patient's postoperative status was reportedly fine. This report is 1 of 1 for (B)(4).